Manufacturer narrative:
Integra has completed their internal investigation on january 24, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: DHR review; could not be performed since no lot number was reported. Complaints history; upon review of integra's complaint system from december 2014 - december 2016, a total of 28 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 28 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. The complaint distribution is as follows: nine (9) in 2015, and 19 in 2016. Approximately (B)(4) units have been released for distribution since december 2014 - december 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ the complaint states that: ¿it was determined by the rn manager that preparation of the site prior to applying the biopatch was improperly done. There was no additional treatment necessary to address the issue.¿ no assignable cause that could be associated to the manufacturing process of biopatch was identified. The most probable cause for the event could be related to the improper site preparation prior applying the biopatch and/or patient sensitivity to the product.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that there was redness around the catheter site where the biopatch was applied. It was determined by the register nurse manager that preparation of the site prior to applying the biopatch was improperly done. There was no additional treatment necessary to address the issue.